Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left capsular contracture baker grade iii¿, ¿left side pain¿, and ¿left side misshapen and hard¿, "air bubbles¿, "rash across chest¿, "itching at incision site¿. The following event are not device related; "joint pain and stiffness¿, and "chronic fatigue¿. Device remains implanted.